Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they fall a lot and the fall could be related to patient issue. The patient reported when she is walking, standing up or moves the wrong way she gets shocked. The patient was peeing all the time. The patient also reported that they had poor communication on their programmer in the summer and it was checked by their doctor and reported it was good. No further complications were reported/anticipated.